Event description:
In 2009, the patient reported that her blood glucose was elevated to 440 mg/dl when she woke up. Her normal blood glucose level is 120 mg/dl. Her infusion site and tubing had been in use for 3 days and she changed the tubing. She was assisted with priming the new infusion tubing and she reconnected to the infusion site. She stated that last night, she changed the insulin cartridge and heard a "pop or crack" when connecting the infusion tubing and she felt moisture at the adapter connection. She also stated that her insulin was cloudy. She was advised to use insulin that was not cloudy. Further attempts to follow up with the patient were unsuccessful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for evaluation.